Event description:
It was reported that during a breast procedure, the tip of the marker broke while inserting it into the biopsy probe. The portion of the tip was retrieved. The biopsy was carried out with another marker. No adverse pt consequences.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.